Event description:
It was reported that the lead was too short to implant in the rv (right ventricle), so an attempt was made to place it in the atrium, but the helix would not retract easily. Then when retracted, it would not re-extend. Positioning/fixation difficulty was noted. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor distorted; full lead returned and analyzed. The helix mechanism would not extend due to the distorted distal coil in the connector, caused by over-turning. Blood/body fluid was present on the helix mechanism.